Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had a leak. Customer was changing the site and during the priming there was insulin inside the reservoir compartment. Troubleshooting was performed. Customer performed displacement test and self test and both tests were passed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.